Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 3.00x38mm promus element ¿ long drug-eluting stent was advanced but failed to cross the lesion even after multiple attempts. When the device was removed, it was noted that the distal struts were damaged due to hitting of distal part of the stent at the proximal edge of the guiding catheter. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: promus element,mr,ous 3.00x38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Proximal stent row 1 was damaged with stent struts lifted. Distal stent strut rows 2 to 8 were misaligned. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 3.00x38mm promus element long drug-eluting stent was advanced but failed to cross the lesion even after multiple attempts. When the device was removed, it was noted that the distal struts were damaged due to hitting of distal part of the stent at the proximal edge of the guiding catheter. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.